Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Foreign - (B)(6). Reza h. Oskouei, mohammad reza barati, hamidreza farhoudi, mark taylor, lucian bogdan solomon (2017) a new finding on the in-vivo crevice corrosion damage in a cocrmo hip implant. Materials science and engineering c 79 (2017) 390¿398 www.elsevier.com/ locate/msec. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 04191, 0001822565-2017-04192, 0001822565-2017-04194 & 0001822565-2017-04195.

Event description:
Information was received based on review of a journal article titled, "a new finding on the in-vivo crevice corrosion damage in cocrmo hip implant". It was noted that one patient was revised 99 months post-implantation due to infection.

Manufacturer narrative:
After further review of the complaint. This event was determined to be not reportable since the infection happen 99 month post primary surgery. The previous report need to be voided.